Manufacturer narrative:
Patient information was unavailable. During the onsite inspection, the medtronic representative reported that the system operated within specifications. No issue was reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the wireless tracker would not track during a spinal fusion case. The site checked the camera positioning unit with no changes observed. The site then restarted the system which resolved the issue. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
Additional information: patient demographics provided.